Event description:
Following an operation of rf ablation of liver the area of skin on left thigh in contact with the pt plate (pad) was burnt. The burn on left thigh pad found to be "dry" by consultant.